Event description:
IV antibiotic ceftriaxone administered per mar. Shortly after starting infusion, notified by patient that IV site was burning. Assessed patient and noticed that IV pump was infusing air and not the medication. Traced line to the baxter IV pump and noticed that medication bag was empty, but IV pump states 50 ml of volume was left to be infused over the course of 15 minutes. IV line disconnected from patient.